Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5149772/2000014021.

Event description:
It was reported that the patient experienced an increased charge burden, and the leads had high impedances. The patient underwent a full spinal cord system (scs) replacement procedure. The patient was doing well postoperatively, and all explanted devices were not returned.